Manufacturer narrative:
Concomitant medical products: 5554-53, lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm warning was triggered for high pacing impedance on the right ventricular (rv) lead. The ep (electrophysiologist) contributed the increased impedance to the ablation procedure the patient had five days prior. A cxr (chest x-ray) was done and showed nothing abnormal with the rv lead and testing was normal. No action was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead¿s threshold has also increased since the patient¿s ablation procedure and is now high. It was noted that there was an alert triggered for high rv threshold on two separate occasions.